Event description:
Endotracheal tube (ett) checked by md shortly after intubation, found cuff leak requiring tube exchange. No complications post tube exchanged. Manufacturer response for tube, tracheal (w/wo connector), shiley (per site reporter). Waiting for the response.